Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue occurred in the afternoon of (B)(6) 2011. The patient stated that she does not take any medication to manage her diabetes and denied making any changes to her normal diabetes management routine in response to the reported issue. Approximately six days after the alleged product issue occurred, the patient claimed to have developed symptoms of 'hot flashes and sweatiness' but denied receiving any treatment due to these symptoms. During the troubleshooting, the cca determined that the patient was 'inserting the test strip backwards'. The cca was able to walk the patient through the proper usage as recommended per the owner's booklet and the alleged issue was resolved. No replacement products were sent to the patient. Although the patient denied receiving any treatment after the alleged product issue occurred, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.